Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient developed "major physical limitations and pain".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: spondylosis c5-6, c6-7 with foraminal stenosis bilaterally. The patient underwent the following procedures: acdf c5-6, c6-7 with plating, peek interbody spacers, allograft bone and extra small bmp. No intra-operative complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.